Manufacturer narrative:
Eval summary: it is reported that the pt was revised due to chronic hip pain and evidence of failure of on-growth of the acetabular component. Factors which may contribute to acetabular loosening may be one or a combination of the following mechanism: initial shell instability and/or initial press fit condition of the shell, debris between the shell and bone during implantation, improper shell size for pt, malalignment of shell/liner assembly, poor bone quality, impingement, or post-op pt activity. Primary and revision operative notes were provided; neither illustrated any potential root causes. The pt has a bmi of 30.1 according to her height and weight: a bmi of 30 or greater is considered obese. Adherence to rehabilitation protocol is unk. Without more info, the exact cause for this event cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Event description:
It is reported that the pt was revised due to radiologic evidence of failure of ingrowth of the acetabular component of her left hip. Pain has also been reported.